Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. The customer technical specialist shipped the customer a different lot of diluent reagent on the unicel dxh 800 coulter cellular analysis system serial number (B)(4). During a follow-up call the customer confirmed that replacing the diluent resolved the issue. (B)(4). This MDR is related to MDR 1061932-2014-02100, for the same issue with unicel dxh 800 coulter cellular analysis system serial number (B)(4) at the same customer facility.

Event description:
The customer reported platelet background high failures on the two unicel dxh 800 coulter cellular analysis systems in their laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.